Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they kept on receiving no delivery alarm when changing the set. The customer¿s current blood glucose level was 145 mg/dl. Troubleshooting was performed but insulin did not exit. They were advised to rewind the insulin pump, reinsert reservoir into the pump, and run a manual prime to at least 5.0 units. The customer stated that the insulin pump alarmed a no delivery. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.